Event description:
It was reported that the battery impedance at the previous follow-up on (B)(6) 2014 was 4.61 kohm. Nine months later, on a follow-up performed on (B)(6) 2015, the battery was found at its end of life. The device was therefore explanted and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the battery impedance at the previous follow-up on (B)(6) 2014 was 4.61kohm. Nine months later, on a follow-up performed on (B)(6) 2015, the battery was found at its end of life. The device was therefore explanted and will be returned for analysis.